Event description:
It was learned that a patient with a failing edwards mitral bioprosthetic valve was treated with a transcatheter valve. The mitral valve had been implanted for approximately eight years. It was reported the patient tolerated the tmvr and was transferred to ICU in stable condition. The complaint states: "pt was placed on cps axillary and femoral for low ef. Ta access gained, stiff wire placed across mv into rlpv. Bav done with 20x3 mm balloon. 26mm sapien valve placed coaxial inside magna valve, deployed with breath held and without rapid pacing. Tee assessment mod pvl and trace cai. Apical sheath was removed and stable pt transfered to the unit."

Manufacturer narrative:
(B)(4): device history record (DHR) review is in progress. The device will not be returned for evaluation because it remains implanted. Assessment of device prior to procedure indicated moderate calcification with an ef of 40%. Operative report was requested but not provided. No patient history or imaging is available. Patient outcome was listed as stable after the procedure. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the valve was replaced in a valve-in-valve procedure and is not available for return and evaluation because it remains implanted. However, the surgeon indicated at the time of the procedure, the annulus was moderately calcified. Although the condition of the device was not provided, it most likely was also calcified. Without additional information or return of the device, we are unable to investigate into the root cause for replacement of this device.